Event description:
I have alpha-gal and a generic bandaid was used on me after a blood draw at the doctors office, I had a bad skin reaction that has taken weeks to start to heal. Burning, looked like a burn almost, raw skin, leaky, assuming due to mammalian based adhesive. I've also struggled with tape as well.